Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under infused vancomycin during therapy. The pump was programmed to deliver 250ml of vancomycin; however, it was observed that there was 30ml remaining in the bag after the infusion was complete. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to g3: the initial date received is 03/04/2025. Additional information was added to h6 and h11: h11: the device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.